Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 (troponin-I stat high sensitivity), with 510k/PMA/bla number k191595.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result generated on the architect i1000sr analyzer for a 71-year-old female patient presented with chest pain (unspecified) and abdominal pain (unspecified). The following data was provided: on (B)(6) 2026, sid (B)(6): initial 0-hour result = 41.81 ng/l (female reference range: < 15.6 ng/l) repeat 1-hour result = < 1.9 ng/l repeated 0-hour sample after re-centrifugation result = < 1.9 ng/l the 0-hour sample was tested in 5 replicates and all results generated < 1.9 ng/l each time. Internal qc: all levels passed and within acceptable ranges. There was no impact to patient management reported.